Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
At approximately 4:00 pm on (B)(6) 2024, a nurse inserted a peripheral intravenous catheter into the patient. No foreign objects were detected during the pre-insertion inspection. During the insertion process, a minute particle detached from the outer wall of the catheter tubing (see attachment). The catheter was immediately withdrawn and preserved. The situation was explained to the family, who agreed to cooperate. A new catheter was subsequently inserted.